Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50x38mm promus element ¿ long stent was selected to treat the lesion. The physician was trying to load the stent on wire; however resistance was encountered. When the physician pushed the stent further, it was noted that the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 10th, 11th, 12th, 18th & 19th rows (from distal edge) were deformed. The balloon cone profiles were reviewed with stretching of the balloon wall layers evident due to the increased specification distance between the proximal end of the distal markerband and the distal edge of the crimped stent. This type of damage is consistent with difficulty tracking a device over a guidewire successfully. The balloon wings were still tightly wrapped however and evenly folded and was not subjected to positive pressure, however the profile of the balloon was distorted and disturbed the crimp pillowing of the stent. A visual and tactile examination found the inner/outer shaft was severely damaged with stretching, kinking & compression failure (proximal to balloon) evident. The stretching & kinking occurred from proximal edge of balloon to 180mm proximal from tip. This type of damage is consistent with excessive force being used attempting to advance the device over a guidewire in a push-pull motion; leading eventually to tensile & compression failure. The bumper tip of the device showed signs of damage to the entire length of the tip. The type of damage evident is consistent with excessive push-pull movements over a guidewire were attempted, leading to failure of the tip wall. A visual and tactile examination found no issues with the hypotube shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50x38mm promus element ¿ long stent was selected to treat the lesion. The physician was trying to load the stent on wire; however resistance was encountered. When the physician pushed the stent further, it was noted that the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.